Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. No kinks were observed on the iab. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 0.8cm from the rear seal measuring 0.013cm in length. The reported ¿leak, blood in tubing¿ was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The reported ¿kink¿ could not be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation - mba, rrt, adult clinical quality and patient safety, respiratory care services the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer called regarding a high pressure ¿ kinked catheter alarm. Blood specs were noted in the extracorporeal tubing. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The console was turned off, line clamped, and physician notified. The iab was removed 27 minutes later on (B)(6) 2022 at 12:10pm. There was no patient harm or adverse event reported.